Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows that the laser was verified successfully after the date of treatment. An error message was displayed which interrupted the treatment. The error message is caused by pushing the foot-switch (laser pedal) in hesitant or slow manner. The device is working as intended. The concluded ple (prelaunch evaluation) of the ¿green¿ software version did uncover the reported error message. The root cause can be determined as an inappropriate handling of the footswitch (laser pedal). Pushing the footswitch (laser pedal) in hesitant or slow manner will lead to this error message thus to interruption of the treatment. The device is working as intended. (B)(4).

Event description:
A customer reported a shutter warning error occurred during the procedure. The surgeon kept pressing and releasing the laser pedal. Additional information requested.